Manufacturer narrative:
This event was originally filed under manufacture report number: 1415939-2013-00028. This report was opened to document the correct manufacture location. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 08k25-25 that has a similar product distributed in the us, list number 08k25-27. (B)(4).

Manufacturer narrative:
Accuracy testing was completed to evaluate assay performance using file kits of reagent lot 01012c000. All results met specifications. A literature review for the effects that the drug tyradine (l-thyroxine ) might have on intact pth results was performed. The review found that the elevated patient result does not look like a [real] interference but an influence of thyroxine therapy on ipth results. Overtreatment of hypothyroid patients with l-thyroxine is a well-known cause of accelerated bone loss with increased serum calcium. Pth concentrations may be higher in patients receiving l-thyroxine therapy who have highly suppressed tsh concentrations. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. A review of manufacturing release testing records demonstrated that the assay has not shifted over time. The architect intact pth assay package insert contains information to address the current customer issue. Based on the results of the current evaluation, the architect ipth assay is performing as intended and no additional product issues were discovered. A product malfunction was not identified.

Event description:
The customer reports that one patient sample generated a falsely elevated architect ipth assay result of 165.60 pg/ml, which is not consistent with the patient's clinical condition or history. The sample was then tested on another architect isystem analyzer in the lab and generated a result of 138.90 pg/ml. The customer proceeded to perform a linear dilution of the sample, which generated the following results: 2x = 113 pg/ml; 4x = 117 pg/ ml; 6x = 107 pg/ml; 8x = 114 pg/ml; and, 10x = 127 pg/ml. The customer states that a value of around 70 pgml was expected. No suspect results have been reported from the lab. The patient is currently on thyradin s tablets (for hypothyroidism). There is no impact to patient management reported.